Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that one of the pts' files were lost. No pt injury was reported.